Event description:
It was reported that device damage and blood loss occurred. A left atrial appendage (laa) closure procedure was being performed. An anterior curve watchman access system (was) was prepped with no issues. The was was inserted into the patient and the pigtail catheter was inserted. While navigating into the laa the sheath was noted to have excess bleed back. Upon inspection it was noted that the was was broken. The was was removed and a new one was prepped. The case was completed with no issues.